Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided test values, acquired on (B)(6) 2023 revealed a pacing impedance of 798 ohms and a pacing threshold of 2 volts. The analysis of the provided iegm episodes revealed no abnormalities. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
The patient was implanted with a system with the subject leads more than 10 years ago and had a regular pacemaker replacement on (B)(6) 2021. End of (B)(6) 2023, the patient had a follow-up check prior vacation abroad in the u.s.a. With no irregularities mentioned. (B)(6) 2023 : in the USA, patient felt dizzy and fell down, patient did not respond during 10-15 sec and then was back to normal according to his daughter. Patient in hospital for evaluation. ECG revealed intermittent capture failure and medical staff reported to not have the equipment to interrogate the pacemaker. The patient was transferred to another hospital the same day. The patient had a temporary pacemaker during the night. (B)(6) 2023 : the physician decided to replace the whole system implanted and reported to the patient that the old lead may have been faulty but could not confirm.